Event description:
I had essure implanted (B)(6) 2014. After having this done. I had daily migraines, long and painful periods, and pain during sex. I hurt so bad that I had a hysterectomy (B)(6) 2015.